Event description:
During meniscal repair, a third fast-fix was employed. 11 was deployed into the meniscus, but when the needle was removed the suture pulled free, and t1 was left behind. It was reported that there was no pt injury as a result of the situation.